Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Appropriate actions will be taken to prevent recurrence of the issue.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which retractors were missing from the surgery kit. This caused significant delay in surgery.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. This was found to be an oversight during the packaging operation.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which retractors were missing from the surgery kit. This caused significant delay in surgery.